Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the electrograms, far field r-wave oversensing was noted on the pulse generator, causing inappropriate mode switch. Due to the timing issues, the device inappropriately paced during a vulnerable period, leading to ventricular arrhythmia and syncope/presyncope. Programming changes were discussed. The patient was stable.